Event description:
It was reported that, "dr. (B)(6) was pre-drilling the hole for the tibial nail that holds the tibial template and the drill broke. No pieces fell in pt."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.